Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3+ functional mitral regurgitation (mr) and an enlarged atrium. A thrombotic structure formed at the steerable guide catheter (scg) when crossing the septum. Per the physician, the structure could have been fatty tissue or a thrombus. The activated clotting time (act) was > 300 seconds. Additional heparin was administered. Seconds passed and the structure was not visible. It was decided to proceed. After the procedure, the sgc was inspected. No tissue or thrombus was present at the tip. After deployment, a small jet through the clip and a lateral small jet was present. All in all the clip was successful reducing mr from 3+ to 1+. The physician was satisfied with the result. There was no clinically significant delay or adverse patient sequelae.